Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, pump error 15. The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported receiving pump error 23. Troubleshooting was performed. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump. No pump error 15 or pump error 23 noted during test. However, the formatted history file confirmed the pump alarmed pump error 15 alarm (line number 442 file number 38) on (B)(6) 2024 23:05:09.000 and pump error 23 on (B)(6) 2024 23:05:11.000 due to moisture damage to pcb boards as per global logic analysis (B)(4). Moisture damage noted to electronic assembly and motor assembly per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, missing serial number label, cracked battery tube threads, corroded battery tube, corroded motor home switch. The p-cap/reservoir does lock properly. The history download confirmed pump alarmed pump error 15 or pump error 23 due to hardware anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.